Event description:
Device was returned for service due to attachment heating up. During service, technician found a drive shaft worn from use, and axle bearing damaged and overheated, loose adhesive, and vibrations. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing date for this device is unavailable. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was damaged. This was contributed to improper care and maintenance of the device. Various parts were replaced. Device was repaired and returned to the customer.